Event description:
It was reported that the symptomatic patient presented to the emergency room after experiencing presyncopal episodes on (B)(6) 2014. Upon interrogation, noise reversion episodes were noted. The noise reversions had also occurred at a prior clinic visits on (B)(6) 2014. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.